Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, a 23mm sapien was deployed in a 50:50 position, but moved aortic upon full inflation, landing 80:20 aortic. Moderate to severe ai/pvl was observed via tee and it was decided to implant a second valve within the first valve. The second valve was positioned 60:40 ventricular and also moved aortic, but ended up 50:50 within the native annulus. Post deployment tee revealed zero ai and trace pvl. This patient was reported to have moderate native valve/leaflet calcification, moderate aortic root calcification, and an ejection fraction of 78%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic placement cannot be confirmed; however, there is no evidence of septal hypertrophy, and per report, there was proper position of the valve prior to deployment, as well as good coaxial alignment, and good image intensifier angle. The patient¿s preserved ejection fraction may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.